Event description:
Customer reported that his insulin pump alarmed failed battery test multiple times with new batteries. Customer stated he inserted a new recommended battery and has tried different batteries. Insulin pump alarmed failed battery test during troubleshooting. Customer declined to troubleshoot for weak batter. Off no power alert found in history. Blood glucose is 350 mg/dl; treated with manual insulin injections. Nothing further reported.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected failed battery, off no power without low battery indicator or weak battery. Device had a scratched lcd window, cracked display window corners, cracked reservoir tube lip and missing endcap sticker.